Event description:
Customer reported aviva nano system blood glucose results of 11.8 mmol/l, and 4.6 mmol/l within 10 minutes. Reported a separate, same system comparison of 11.7 mmol/l and 5.4 mmol/l on within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).